Manufacturer narrative:
Examination of the returned femoral stem and femoral head finds no obvious product related issues that caused the need for a revision of this total hip arthroplasty. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were provided; but were not for the reported devices. The root cause of the reported pain cannot be definitively determined by the complaint investigation. No related device patient x-rays or medical records were provided to customer quality. The patient was reportedly highly active, it should be noted in the essential product information it is stated that high levels of patient activity tend to adversely affect hip replacement implants. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Monitor via trending sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Mechanical pain. Examination of the reported femoral stem and femoral head finds damage indicating the femoral head may have been rotating on the stem taper. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were provided; but were not for the reported devices. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.